Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced redness and swelling. It was noted the patient was lying on her side. It was also noted this was considered a new observation. The patient was advised to go to the emergency room or to get a hold of her normal physician. Further information was provided, that the patient was seen in the office on (B)(6) 2016 and was prescribed antibiotics. As of (B)(6) 2016, the patient's redness was improving/resolving. No additional adverse patient effects were reported. This implantable cardioverter defibrillator (ICD) remains in service.